Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon didn't inflate properly" is confirmed. During functional testing, the balloon inflated asymmetrically. The root cause of the asymmetrical balloon is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. A nonconformance was initiated to investigate the cause.

Event description:
It was reported the event occurred during insertion (while placed in the patient). The balloon didn't inflate properly during the procedure. As a result, the balloon was removed and replaced with a new catheter successfully. There were no reported patient death or complications. There was no reported delay or interruption in therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the event occurred during insertion (while placed in the patient). The balloon didn't inflate properly during the procedure. As a result, the balloon was removed and replaced with a new catheter successfully. There were no reported patient death or complications. There was no reported delay or interruption in therapy.